Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; . As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and dianeal-n pd4 1.5 therapies. On an unreported date, the patient experienced shortcomings with the connection method. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was the shortcomings with connection method. On an unreported date in (B)(6) 2012, the patient began remedial treatment with vancomycin. On (B)(6) 2012, the patient contacted baxter (B)(4) technical services and reported he was in the hospital for peritonitis. Peritonitis resolved. Unknown for shortcomings with connection method.

Manufacturer narrative:
(B)(4). This complaint is for a report of use error-breach in aseptic technique. A batch review was not performed because the lot number was unknown. The complaint is confirmed due to connecting method issues experienced by the patient. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.